Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos-m with drive pcb. In addition, we confirmed that the segment fluid damage, and the bending rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).